Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate the fiber optic sensor alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer had already switched the arterial line to the central lumen. The patient was stable at this point. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: added to event description: the console generated an audible alarm. Correction to initial reporter name and email address/from (B)(6) to (B)(6)/(B)(6) to (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Analysis of production (3331/213): the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213): the review of the historical data was performed. Trend analysis (4110/213): the overall complaint trend data for the period (B)(6) through (B)(6) was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: administrator/ supervisor. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that it was unable to calibrate the fiber optic sensor. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer had already switched the arterial line to the central lumen. The patient was stable at this point. There was no patient harm or adverse event reported.